Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced multiple red heart alarms. Waveforms were sent to be analyzed as there was a concern that the pump was approaching end of life. The patient was admitted to the hospital and placed on pneumatic support using stroke volume limiter (svl) and ip console.

Manufacturer narrative:
The patient remains on pneumatic support and has become a heart transplant candidate, but has a history of high pras. No further information is available at this time.